Event description:
The customer reported, the system displayed a system error upon boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board and the 5 volt power supply. System operates as intended.